Event description:
It was reported the day of the report the manufacturer¿s representative (rep) was at a battery replacement but the leads were left in the patient. At that time the patient reported he felt shocks at times and the battery would turn on and off by itself. The patient spoke primarily portuguese, and didn¿t speak english so they didn¿t know if there was an issue with the battery of the patient didn¿t understand that stimulation would change with positional change. An interrogation print-out was sent. The patient¿s post-operative appointment was scheduled for (B)(6) and the rep. Would have more information at that point regarding if the issue had been resolved. The rep. Tried calling the patient but he didn¿t answer or call back. Following the patient¿s post-operative appointment on (B)(6), the rep. Reported that the patient hadn¿t been using stimulation since the battery replacement. The battery was turned on and he said he felt it in the right area but the rep. Would know more at his following appointment. There was no patient death or injury associated with this event. At the time of the report the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the manufacturer's representative reported the patient was no longer feeling the shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) revealed no significant anomalies; functionally ok.